Event description:
It was reported that the user¿s ilet pump screen was cracked after the device was dropped, and the user was unable to unlock their phone to connect the dexcom g7 for cgm-pump communication; a replacement ilet was arranged and the user was advised on shutdown steps and data transfer expectations. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no hospitalization. Investigation included complaint handling with user education and device use review. Investigation of this device revealed damage consistent with physical impact to the pump display assembly, aligning with a screen broken/cracked device problem and a hardware display component issue; cgm pairing difficulty was attributed to the user¿s phone access limitation rather than pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device with no device manufacturing or design defect identified.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.